Event description:
A surgeon reported a pt with a history of map dot fingerprint corneal dystrophy and salzmann's nodular dystrophy, who experienced an unexpected postoperative refraction following an intraocular lens (iol) implant procedure. The surgeon reported the pt's complicated corneal issues contributed to the unexpected postoperative outcome. Add'l info was received from the surgeon reporting the event resolved following a lens rotation procedure. The surgeon reported the pt has complex corneal issues and has had two prior corneal surgeries for salzmann's nodules. There is no known defect in the lens.

Manufacturer narrative:
Eval summary - the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info. A completed questionnaire was not received. (B)(4).